Event description:
The pump was returned to animas. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. In addition, the spoke shim on the force sensor was found to be dimpled. This report is made based on the results on investigation.

Manufacturer narrative:
Follow-up #2 ((B)(4) 2012) - device evaluation: input of the evaluation code 1 and 2.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 3/2/2012. (B)(6) correction/removal report number: 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration and there was contamination was found in the force sensor assembly. In addition, the spoke shim on the force sensor was found to be dimpled.